Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she ate a piece of pizza and her blood glucose was in the 600's mg/dl. Customer's current blood glucose was 556 mg/dl. Customer stated that she just filled the reservoir this morning. Customer stated that she has not had any alarms on the pump. Customer has treated and stated that she has a back-up plan. Customer had symptoms of high blood glucose such as feeling thirsty and urinating. Customer had no air bubbles and found a low reservoir alarm in the alarm history. Customer performed the high pressure test and the pump passed. Customer was advised that the insulin pump was working as designed. Customer was advised to do a complete set change.